Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that negative axsym toxo igm results of 0.41 and 0.28 index value were generated on two different samples from a patient (2007). Toxo igg testing was positive at >300 iu/ml. Another sample from the same patient was tested at a different laboratory in 2007 and the toxo igm result was positive. The sample from 2007 was recentrifuged and retested. The axsym toxo igm result was negative. Vidas toxo igm testing was positive. One of the samples was tested at the puericulture institute and it was concluded that the infection was acquired mid-september. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were received from the customer site. Retained sample testing of lot 54151hn01 was performed and the data showed that the axsym toxo igm index calibrator, axsym toxo igm controls, as well as further panels used for determination of the assay sensitivity performed well within the specification range. The data did not identify any problems relating to the customer's observation and revealed no indications that the sensitivity of the lot might be adversely affected. Complaint and manufacturing records for axsym toxo igm, lot number 54151hn01 were reviewed. This review did not identify any problems relating to the customer's observation. Based on this investigation, it was determined that axsym toxo igm, lot number 54151hn01 is currently meeting its safety, effectiveness, and label claims. The cause of the customer's observation regarding potential false non-reactive results remains unclear since the suspect specimen was not available for further investigation at abbott laboratories. This is the final report.